Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt experiencing pain and squeaking as per the doctor. Revised and replaced with a trident x3 liner, and lift anatomic v40 head."